Event description:
It was reported that during a post operative check, the electrogram showed two episodes of noise or electrical magnetic interference on the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant products: 5568 implantable pacing lead (B)(6) 2006. (B)(4).